Manufacturer narrative:
The device remains in the pt. The lot number was provided. A review of the finished device lot history record did not reveal any non-conforming material reports which could have contributed to this complaint.

Event description:
Device malfunction: none. Symptoms/ae: bradycardia, requiring pacemaker implantation. Time of ae: during and post-procedure. It was reported that during a right internal carotid artery stenting procedure, the pt experienced bradycardia and was treated with atropine. Symptomatic bradycardia continued post-procedure, requiring pacemaker implantation two days later. There was no adverse pt sequela. The pt was discharged to home 3 days later. Though requested, additional info was not provided.